Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the patient's spouse contacted animas concerned that the patient was not getting insulin. The reporter claimed that the patient's morning blood glucose (bg) was 88 mg/dl and after lunch, it was 172 mg/dl. The patient's spouse stated that the patient bolused for breakfast but not for lunch. Later that evening, during a follow-up call, the reporter claimed the patient was hospitalized for a low bg. The patient's wife claimed that on (B)(6) 2011, at approximately 5 pm, she was not able to wake the patient up when attempting to give him his medication and immediately called emergency services. The reporter stated that the patient tested with a bg of 19 mg/dl and was administered an "injection" by an emt. The patient's spouse confirmed the patient "came around" after the injection and prior to being taken to the hospital. It is not known what treatment the patient received while hospitalized. The patient's spouse reported that the patient suffers from multiple health issues. At the time of troubleshooting, the reporter was unwilling to review pump to confirm settings and insulin delivery. The reporter stated that the patient was "playing" with the meter and meter remote prior to having the low bg. This complaint is being reported because the patient was treated for severe hypoglycemia by an hcp while the subject pump was in use.